Manufacturer narrative:
E1: name: tandem.country: united states of america.street: 11045 roselle street suite 200.city: san diego.state: california.zip code: 92121.based on the available information, this event is deemed to be a reportable complaint.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site:3003442380.

Event description:
It was reported that infusion set cannula was bent event on (B)(6) 2026 resulted in high blood glucose level.